Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent endovascular repair of a thoracic aortic dissection using two gore tag thoracic endoprostheses (tgt2815/8553621, tgt3420/8513852). The patient tolerated the procedure. On (B)(6) 2011, the patient suffered from paraplegia as well as paralysis of his left upper arm. Rehabilitation therapy was given to the patient. On (B)(6) 2011, in a follow-up study, the paralysis still remained, and rehabilitation therapy was continued. Aneurysm diameter was 42 mm. On (B)(6) 2011, the patient was discharged of the hospital and transferred to another facility. The patient was withdrawn from his follow-up studies, therefore no additional information is available.